Event description:
A hi-volt pads treatment was set up on the pt's right knee with the frequency set to high and the polarity was set to negative. The treatment time was 15 minutes. The intensity was adjusted to the pt's tolerance (the therapist did not remember what the intensity number was). A cruopcuff was then placed on the pt's knee. The treatment was completed without any complaints from the pt. Five days later a very small burn (1cm) appeared in the vicinity ofwher the medial electrode had been.